Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer experienced different blood glucose level of 282, 180, 134 mg/dl. Customer treated high blood glucose level with manual injection. Troubleshooting was not performed. The insulin pump will not returned for analysis.